Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of migraine ('migraines') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced migraine (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the migraine outcome was unknown. The reporter considered migraine to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of migraine ('migraines') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced migraine (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the migraine outcome was unknown. The reporter considered migraine to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.